Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Product evaluation: the lens was returned positioned incorrectly in a lens case. The optic is leaning pressed against a post of the lens case, which may have been interpreted as the reported complaint of "iol was misshaped". One haptic is broken in the distal tip area (broken portion not returned). The damage appears to be caused by posts of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Other lens damage was observed. The damage appears to be caused by a post of the lens case. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the iol was misshaped. The procedure was completed that day. Additional information was provided that there was no patient contact.